Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was selected for use in a patient for the endovascular treatment of an abdominal aortic ulcer. It was reported that prior to implant the physician took an x-ray to see the stent graft orientation. The e-marker was noted to have been sewed in the wrong way. The open part should point towards the limb marker and the whole stent graft is twisted inside the delivery system. The physician used another endurant stent graft system of the same size to complete the case. The physician stated the cause of the event was device related. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation summary: film review: several still angio images during implant were returned. An undeployed bifurcate delivery system was seen under fluoroscopy. The loaded device was visualized from the top of the suprarenal stents down to the gate ring. The delivery system was essentially straight; however, it is unclear if the device was outside or inside the patient. The stent graft ro markers were visualized. The contra limb gate marker was positioned on the patient¿s lateral-left side, and the flow divider marker was seen just to the left of mid-line. Both markers appeared to be in the proper location. The four marker bands were also visualized on the bifurcate proximal margin. Two (2) of the proximal ¿round¿ markers were clearly seen on the lateral-right side and near the far lateral-left side. Near the delivery system mid-line, the third ¿round¿ marker appeared to be in alignment (visually overlapping) the ¿e¿ marker. The ¿e¿ marker appeared most likely to have been oriented backwards (as a ¿9¿). No other stent graft issues were observed, and no images during or after stent graft deployment were returned. The complaint was confirmed; however, the cause of the ¿e¿ marker mis-orientation could not be determined. Several still angio images of the undeployed bifurcate delivery system were returned. The loaded device was visualized from the top of the suprarenal stents, distally down to the gate ring, and the bifurcate stent graft markers were all visualized. With the contra limb gate marker positioned on the patient¿s lateral-left side, the ¿e¿ marker appeared most likely to have been oriented backwards (as a ¿9¿), and not as the specified ¿e¿ orientation. No other marker band or stent graft issues were observed. The most likely cause of the mis-orientation is that during loading of the stent graft into the delivery system, the bifurcate proximal fabric near the ¿e¿ marker had folded over itself, resulting in the visual appearance of being incorrectly sewn backwards. (See rgi report for the stent graft confirming that the ¿e¿ marker was found to have been sewn in the correct ¿e¿ orientation) device analysis: upon inspection of the returned device, there was a 0.5 mm gap between the tapered tip and graft cover, which is within specification. No kinks or bulges were observed along the length of the catheter. The e-mark could not be visualized loaded within the delivery system. The device was unremarkable. The stent graft was successfully deployed without issue to visualize the e marker; the e marker was confirmed to be in the correct position. The reported event of the abnormal e marker could not be confirmed. When the stent graft was deployed, the e-marker was correctly positioned with no abnormalities observed. No issues were observed to the delivery system or to the stent graft once it had been deployed. The root cause of the stent graft twisting seen under the x-ray was most likely due to the stent graft being loaded within the delivery system, having the appearance of being twisted. If information is provided in the future, a supplemental report will be issued.